Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2017, patient underwent bilateral breast augmentation using a short scar incision. No concomitant procedures were done. Two pieces of galaform (galaflex 3dr) were placed bilaterally. On (B)(6) 2017, mild left breast pain was reported. Ma adjudication is likely related and serious. Treatment was marcaine and lidocaine injection. Resolved on (B)(6) 2018, with no sequelae reported.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast pain and underwent medical intervention. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Pain is a known inherent risk of the surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use, supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.